Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 44 mg/dl at the time of the incident. The customer also experienced high blood glucose event at 310 mg/dl. The customer ate and glucose continued to rise even after giving bolus. Customer's blood glucose value at the time of call was 127 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. No further patient complications were reported. The customer will continue the use of device.